Event description:
It was reported that while using the trephine, part of the device broke off into the iliac crest of the patient. Excessive force was applied and on removal of bone, the surgeon noticed that some of the teeth were missing. An adequate amount of bone had been harvested, so the surgeon carried on with his procedure and went back to the iliac crest at the end to remove the fragments of the trephine. There was no impact on the health of the patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the ao, asif specification and the international standard. The device was returned for evaluation. Visual inspection showed that the measurable dimensions were in compliance with the technical drawings and ao, asif specification. No product fault could be detected. The cross section surface showed no irregularities, which indicates material conformity. It is assumed that too high mechanical force in a slanting direction may have caused the breakage. It should be noted that there has not been a single complaint with this device so far. This complaint is invalid from a manufacturing standpoint.